Event description:
The incident was reported by the hospital ernest lluch. The event involved a primary plum set. It was reported that in two out of four clave connectors used for chemotherapy extension sets, the internal silicone remained stuck inside upon connection, leaving the system exposed to the air. It was observed that a drop of the drug remained and eventually leaked. It was verified that the clave connector was not functioning correctly. The connection consisted of a clave connector with spiros from a pharmacy extension set, which were confirmed to be fully compatible. It was deduced by the customer that the clave connector was poorly manufactured. Furthermore, it was reported that the device did not allow the medication to pass through the infusion pump. When the connected extension set was removed, the silicone remained pushed in. This incident took place during use with a patient; however, no harm resulted from this event.

Manufacturer narrative:
Device was returned for investigation. It was reported that received two (2) photos from the customer. One (1) photo was of the set in use and one (1) photo was of the stick down with leakage. The complaint of stick down and leakage can be confirmed. The probable cause cannot be determined without the return of the used set. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. D9 - device available for evaluation was updated.